Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. On (B)(6) 2017: during a follow-up, it was reported the customer was using contact detach infusion sets and had not received any additional occlusion alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 150mg/dl. A system check was performed and the occlusion was found to be within the infusion tubing. Reportedly, the customer uses u-500 insulin in their cartridge. Tandem technical support informed the customer that u-500 was contraindicated to be used with the pump. The customer performed an infusion tubing change and insulin deliveries were resumed. The customer reported the pump would continue to be used for insulin therapy.